Event description:
(B)(4). This has been happening since I've had the device implanted in 2008. When inserted, I had severe pelvic and abdominal pain. I have felt like they were pinching internally, pain where they were inserted when I cough or sneeze, heavier than normal menstrual cycle, severe cramps during my cycle that I cannot go to work or take care of my family, I developed an auto immune disorder (was diagnosed with hashimoto's thyroiditis in 2010), joint pain, severe migraines, hair loss, severe lethargy, tired all of the time, loss of libido, rash on my abdomen, rash on my legs, and shooting pain down my inner thighs. I did not have any of these symptoms before I had the essure device implanted.